Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(6) stated that the customer's blood glucose readings from (B)(6) 2018 to (B)(6) 2018 were not being stored in the memory of the contour next link 2.4 meter. No adverse event alleged. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the customer.